Manufacturer narrative:
The cobas e 801 analytical unit serial number: (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs result from one patient sample tested on the cobas e 801 analytical unit. The reporter complained that the patient's first and second sample results differed. First patient sample on (B)(6) 2025: the initial result was 36.6 ng/l with a data flag. On (B)(6) 2026: the repeat result was 4.9 ng/l. Second patient sample on (B)(6) 2025: the initial result was 4.35 ng/l. On (B)(6) 2026: the repeat result was 4.47 ng/l.

Manufacturer narrative:
The calibration and qcs were within the specified ranges. The alarm trace had sample quality-related alarms (clot and foam). A general reagent or analyzer problem was not detected because the qc before the event was within the specified ranges and isolated non-reproducible results do not represent a general malfunction of the assay. The cause of the event could not be determined.